Manufacturer narrative:
The devices involved were discarded so no device eval is possible. No conclusion can be drawn. Device labeling instructs the user to verify proper placement of the cannula and check the site frequently to verify and insure proper cannula placement at the infusion site.

Event description:
Customer called to report 4 pods that he had to take off prematurely due to high unexplained bg's. He said that the cannulas appeared bent. He did not save the pods.